Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: the (B)(6) reported an incident with a bd insyte autoguard bc IV catheter- ref #(B)(4)- lot #4299128 where the needle punctured through the catheter canula. Pink 20 g IV catheter with button. Attempting to start IV, noticed the needle of the catheter went through the catheter canula in the patients arm. As is pulled the needle back, I noticed it. This is an unsafe situation for our patients. (B)(6)/2025 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm was noted, patient was noted to be upset regarding the event. Please share the captured photo of the event if available. No harm was noted.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle punctured the IV catheter was confirmed; however, the root cause could not be determined from the 20g insyte autoguard IV catheter from lot #4299128 that was provided for investigation. The catheter tubing exhibited damage that was consistent with a needle puncture. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. No other similar complaints were reported from this lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.